Event description:
It was reported that the contact stated the patient experienced elevated blood glucose and changed the infusion set, and the call ended as the contact indicated they were receiving a callback from a prior representative. Symptoms included hyperglycemia. Outcomes included no alarms and completion of troubleshooting and education. Investigation included a review of the event details and user-reported troubleshooting. Investigation of this case revealed no device alerts and no confirmed device malfunction, and the event was attributed to an unclear cause of hyperglycemia after an infusion set change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.